Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 64x60 mm diameter abdominal aortic aneurysm. The aortic neck was 21 mm in diameter and 25 mm in length with 90 degree angulation. It was reported that a type ia endoleak was noted and reliant balloon inflations could not resolve it. The physician decided to monitor the patient and see if the type 1 endoleak resolves on its own. No clinical sequelae were reported and the patient is fine.